Event description:
It was reported that during the implant procedure the lead was implanted but the parameter measurements were unacceptable. The lead was retracted but it was not possible to extend or retract the helix. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. The helix did not extend or retract properly due to the large amount of blood in the sleeve head.